Event description:
My patient came to me and was (B)(6) pregnant and bleeding heavily. She was doubled over in pain and was experiencing termination of her pregnancy. We gave her an ultrasound and ordered blood work to measure beta hcg and progesterone. Results came back indicating progesterone was 2.8 ng/ml and hcg levels were 3,456. Ultrasound investigation indicated that there was a 2.3 mm gestational sac and a fetal pole, however, no heartbeat was detected. Upon investigation, the patient told me she had been monitoring her pregnancy with the mira device. It measures progesterone. The device indicated that her progesterone was high so she ignored signs that her pregnancy was failing. By the time she reached a doctor, it was too late, she had lost the pregnancy. Incorrect readings from the mira led to the death of this woman's fetus. Fetus date of death was (B)(6) 2021. FDA safety report ID# (B)(4).